Event description:
The customer's spouse called to report that the customer was hospitalized for low bgs. It was stated that the customer went to the hospital and found that the basal rate was at 2.0u for noon. The customer passed out and hit their head. The spouse indicated that they are sure pt did not change the basal rate to 2.0u. Also the customer's spouse mentioned that is the second time it happened, "the same incident". The pump passed the functional testing. A replacement pump was requested.